Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of phenomenon is most likely related to the operator's practice. The instruction manual contains several warning statements in an effort to prevent patient injury. "When not in use, place active instruments in a clean, dry, non-conductive, and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. The instrument tip may remain hot enough to cause burns after the electrosurgical current is deactivated. Do not let one instrument come into contact with another if two or more are being used simultaneously." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that a patient underwent a ureteral re-implantation procedure using the generator in conjunction with the da vinci robot. At the conclusion of the procedure, a superficial burn was noted at the trocar access site which is at the midline area, left of the abdomen. The burn was reported to be superficial but it was excised and the incision was closed with a suture. A duraband skin glue was used to cover the wound. The patient was reported to be doing fine. No further information was provided.